Event description:
During a breast biopsy procedure, while placing the marker, the colagen deployed before the clip was released. Also, the plastic was sheared off but did not go into the patient. The customer replaced the marker with another marker and completed the case with no patient consequence.